Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported unintended movement of clip open during efaa. The reported poor image resolution was due to previously implanted rings. The unexpected medical intervention was a result of case-specific circumstance. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4 on a patient with a history of aortic valve repair surgery, mitral valve repair surgery with ring, tricuspid valve repair surgery with ring, abdominal aortic aneurysm (aaa) repair, bypass surgery, and maze procedure for atrial fibrillation. A mitraclip xtw clip was inserted and deployed on the mitral valve. However, immediately after deployment, the clip opened. It was noted the clip remained stable on the leaflets. Difficulties visualizing the clip during the procedure occurred. It was noted that due to the previously implanted rings, shadowing occurred. The procedure was completed with one clip implanted, reducing the mr to trace. There were no adverse patient effects and no clinically significant delay in the procedure.